Event description:
This case was initially received via (B)(6) ((B)(4)) on 08-sep-2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("essure removal planned") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced headache ("headaches"), spinal pain ("cervical back pains"), abdominal discomfort ("has butterflies in her stomach"), gingival bleeding ("gum bleeding"), anaemia ("3 episodes of anemia"), malaise ("malaise") and vomiting ("vomiting"). Essure treatment was not changed. On an unspecified date the medical device removal (seriousness criteria medically significant and intervention required) will be performed. At the time of the report, the medical device removal, headache, spinal pain, abdominal discomfort, gingival bleeding, anaemia, malaise and vomiting outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, anaemia, gingival bleeding, headache, malaise, medical device removal, spinal pain and vomiting with essure. Diagnostic results: on an unspecified date - ultrasound, MRI, and electro were done, but nothing to report. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 11_sep_2017 for the following meddra preferred term: medical device removal: the analysis in the global safety database revealed 731 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.